Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc instructed the customer to open a background program that monitors connectivity and availability, which resulted in error. The customer started services on the program and it opened successfully. Ccc instructed the customer to open a new batch in the lis, but the customer could not close the old batch. The customer performed troubleshooting with the lis vendor to resolve the issue. Ccc followed up with the customer, and instructed the customer to reboot the centralink as communications with the lis were down. Upon reboot, all communications have been restored. The cause of the transmitted tests results associated with an incorrect patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
During a laboratory information system (lis) downtime, the operator of a dimension vista instrument connected to a centralink data management system, manually ordered test results for a patient with sample ID (B)(6). The results transmitted to the centralink were associated with an incorrect patient with sample ID (B)(6). The transmitted results were omitted and were not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to transmitted tests results associated with an incorrect patient sample.